Event description:
It was reported that the pt had a successful trial and went into surgery for a battery implant. All impedances were checked in surgery and were all in range. When the pt was programmed out of surgery out of range impedances were measured. Additionally, the pt felt no stimulation. The pt then had a revision, the lead was tested on the table, no stimulation occurred. The lead was removed and replaced with another lead. The pt was reportedly satisfied with stimulation after the lead replacement.

Manufacturer narrative:
(B)(4).